Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient experienced inaccurate cgm values which began the day the sensor was inserted. The values later improved so she left the sensor in place. On (B)(6) 2021, at 1:11 am she became hypoglycemic; she felt disoriented and confused and could not speak properly. She was using an unspecified brand of insulin pump as her receiver. It was not alarming and her husband thinks that it was displaying approximately 70-90 mg/dl, but when he checked her bg it was 31 mg/dl. He gave her 500 ml of orange juice and jelly bears, then called emergency services. When the healthcare personnel (hcp) arrived, the patient had recovered somewhat, and her bg was over 100 mg/dl (she was unable to provide exact values). Since the patient was (B)(6) weeks pregnant, they decided to take her to the hospital in the ambulance and she arrived at around 2-3 am. She was treated with glucose (d40). Her glucose level decreased again, so she was kept at the hospital for approximately 12 hours. Additional treatment information was not provided. She left the hospital at around 2-3 pm. Her bg was a little high during the afternoon, but by approximately 8 pm she was within normal levels for her pregnancy. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.